Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
In the set skull bolt stop point doesn't work/ it didn't tighten to the rim. More info to be provided as soon as possible. Back up device used to complete; procedure prolonged by 30 minutes. Event occurred before surgery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ device. Only the drill guide was returned. No drill, hex wrench or screw was returned with the drill guide; therefore it was not possible to investigate or confirm the complaint. Review of the history device records confirmed the valve product code 62-6638 with lot cvfbm1 conformed to the specifications when released to stock in 12th may 2016. No root cause could be determined, as only part of the device was returned for investigation. If the rest of the device is returned in the future this complaint will be reopened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted